Manufacturer narrative:
A user was loaned an invacare chair by their service provider while their original chair was in need of service. While using this loaner chair, the consumer allegedly fell out and broke her arm. Details of event were not provided by the user's family member. Logs of the service transactions were obtained and a model number of the chair loaned was verified on (B)(6) 2010. The user was in need of a smaller chair than the loaner they were provided. This larger chair appeared to be inappropriate for this user. The user's original chair has since been repaired and is back in service. No malfunction is apparent and loaner chair remains in use at the service facility. MDR filed based on alleged unconfirmed injury.

Event description:
The consumer was moving around the room and allegedly fell out of the chair and hit the floor, resulting in a broken left shoulder.